Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint of a connection issue was not confirmed and the root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm. The home patient (hp) asked to bypass to fill 1. The hp stated that they lost about a pint of solution that day when their catheter became opened while they were out. The hp felt empty. The drain volume (dv) equaled 871ml. The last fill volume (lfv) equaled 1200ml. The technical service representative (tsr) assisted the hp to bypass to fill 1. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The hp was contacted and he stated that he is ok and has been able to continue therapy. The hp stated that the tsr did help to bypass the alarm gave instructions.